Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02867. It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on rv and atrial leads. Far r-wave oversensing was also noted on the atrial lead. Isometric testing could reproduce the noise on the atrial lead. The patient was asymptomatic and unaware of the issues. Programming changes were made, and the patient will continue to be monitored. The patient was stable.